Event description:
(B)(6) 2019 jl: additional information received on this date confirmed that the trifecta valve was implanted in the pulmonary position, an off-label use of the product. In addition, the newly implanted trifecta valve (serial #: (B)(6)) was also implanted into the pulmonary position. On (B)(6) 2017, a 23mm trifecta valve was implanted. On (B)(6) 2019, echo was done and observations were as follows: "bioprothesis in pulmonary position, presenting thickening end mobility reduction of one of the leaflets, compromising its coaptation, preserved opening and eccentric reflux of important degree (reverse flux at pulmonary branches)." On (B)(6) 2019, the valve was explanted and a new 23mm trifecta gt valve (serial #: (B)(6)) was successfully implanted. The patient is stable. No further information is available.

Manufacturer narrative:
Additional information sections: b5, d10, g4, g7, h2, h3, h6, h10. Explant was reported due to incomplete coaptation, limited leaflet mobility and reflux. The investigation found that there was extensive pannus on the inflow and outflow surfaces of all three leaflets, which limited the mobility of the leaflets. There were folds and retractions tethered by pannus in all three leaflets, causing incomplete coaptation. All three leaflets were fibrotically thickened. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The pannus noted would have contributed to the reported limited leaflet mobility, and the folds would have contributed to the reported incomplete coaptation and reflux. Please note, per the instructions for use artmt 100110485 revision b "safety and effectiveness of the st. Jude medical¿ stented tissue valves have not been established for the following specific populations: patients requiring pulmonic or tricuspid valve replacement "

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On 26 september 2019 jl: additional information received on this date confirmed that the trifecta valve was implanted in the pulmonary position, an off-label use of the product. In addition, the newly implanted trifecta valve (serial #: (B)(4)) was also implanted into the pulmonary position. On (B)(6) 2017, a 23mm trifecta valve was implanted. On (B)(6) 2019, echo was done and observations were as follows: "bioprothesis in pulmonary position, presenting thickening end mobility reduction of one of the leaflets, compromising its coaptation, preserved opening and eccentric reflux of important degree (reverse flux at pulmonary branches)." On (B)(6) 2019, the valve was explanted and a new 23mm trifecta gt valve (serial #: (B)(4)) was successfully implanted. The patient is stable. No further information is available.